Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units. Reportedly, the customer did not remove air from the cartridge prior to filling it with insulin. During troubleshooting with tandem technical support, the contact declined to reload the existing cartridge. The customer's blood glucose level was 104 mg/dl.